Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer hospitalized due to hyperglycemia on (B)(6) 2020. Customer's blood glucose level was 540 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin shot. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.